Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press the buttons multiple times for the pump to respond. Customer had elevated blood glucose levels (+600 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.